Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an initial implant surgery with an unknown plate and the locking screws on an unknown date. On (B)(6) 2019, the patient presented with skin inflammation around lower leg where the plate was located. It was further noted the patient was having lung issues. An allergic reaction to the implant materials is highly suspected. This is report 7 of 8 for (B)(4).